Event description:
It was reported that the ventilator generated a technical error and did not switch off. Moreover, during the investigation of the ventilator it was discovered that it was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The liquid contamination was confirmed on dc/dc & battery control board. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. The printed circuit board was not further investigated since ingress of liquid on the printed circuit boards can cause failure/short circuits which might lead to a ventilator system malfunction. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage and was related to liquid presence inside the device.

Event description:
Manufacturer's ref. #: (B)(4).